Manufacturer narrative:
Initial.

Event description:
It was reported that a user applied a new freestyle libre 3 plus sensor that initially did not pair with the ilet app; upon rescanning within the ilet app, the sensor displayed as already started and was in the warm-up period, after which pairing was considered resolved following troubleshooting and education. No adverse clinical symptoms reported. Outcomes included no impact to health and no need for medical care. User support included customer service review of app status and guided rescanning to verify sensor state and connectivity. Investigation of this case revealed that the sensor had already initiated warm-up, leading to a temporary pairing perception issue that resolved after verification, consistent with expected behavior for sensors during warm-up and not indicative of a device malfunction. It was concluded, based on previously established findings for similar reports, that user interface and workflow factors during the warm-up period were the most probable cause.